Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 08/10/2021.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal inflammation. The cause of the event was not reported. It was reported that the patient was hospitalized for the event. The patient was treated with sodium chloride and potassium chloride (doses, routes and frequencies were not reported) for the event. At the time of this report, the patient remained hospitalized and was not recovered from the event. Pd therapy was continued during the treatment. No additional information could be provided as the reporter declined follow-up.